Event description:
It was reported that the customer experienced a low blood glucose (bg) level reading of "low"; specific value was not provided. Low bg cause was not known. Customer administered a glucagon injection to address the issue and was admitted to the intensive care unit. Customer was treated with intravenous fluids of saline and was discharged 4 days later with the issue resolved and no permanent damage. Tandem technical support did a full pump system check and confirmed that pump was functioning as intended.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.